Event description:
It was reported to boston scientific corporation in 2008 that a therapeutic hydrothermal ablation procedure occurred on three days earlier. According to the complainant, the attending nurse noticed fluid leaking out of the cervix and shut the machine off. The patient suffered a second degree burn located on the posterior lip of the vagina. The hta procedure was not completed due to this event. Reportedly, the patient did not require any treatment at that time. There is no further information available regarding the patient outcome.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.